Event description:
It was reported that the customer was experiencing high blood glucose levels. It was stated that the customer believed that, after changing the battery, the insulin pump was not delivering enough insulin according to how much she wanted to deliver. The customer's blood glucose was 421 mg/dl. Troubleshooting was done. The customer expressed thirst as a symptom of her high blood glucose. The customer treated herself with insulin pump therapy. The customer ran a manual prime, and the insulin exited the tubing. The customer stated that the cannula was not bent. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.